Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 39 mg/dl and carbohydrates were consumed to address the bg. The contact did not know what caused the low bg. As the event had occurred in the past, troubleshooting could not be performed. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in pump logs on (B)(6) 2017. Cartridge change completed on (B)(6) 2017 at 5:51pm. There were no erratic basal rate requests. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.